Manufacturer narrative:
Implicated product and product received for eval is plastic port with attachable 8.0 fr. Catheter. Port and attached segment measure 5.4 inches long. Gross exam of port reveals white residue on floor of reservoir with indeterminate number of needle puncture sitess in septum. Small amount of blood is trapped between cath-lock and catheter. 3-dot depth marker is 0.6 inches from catheter's distal tip. Distal tip is broken and uneven with orifice flattened permanently into ellipse. Distal portion of catheter containing valve is not included with complaint sample. Lot history review ID not possible as no lot number has been provided. Tactual examination of the catheter reveals tensile weaknesses are found immediately distal to the strain relief and 2.3 inches proximal of the tubing's distal tip. Microscopic examination (5x) of tubing at stain releif does not identify aditional damge. However, magnification of outer diameter 2.3 inches proximal to catheter's distal tip locates two identical, very light, perpendicular impressions. These markings are flat with narrow, even ridge separating them. Weaknesses may be result of a traumatic clamping and manipulation of tubing either at device placement or explantation. Patency of assembly is demonstrated by accessing port with 22ga. Non-coring needle and flushing and aspirating water with 12cc syringe. Microscopic (32x) views of catheter tubing's distal tip emphasize ragged, broken edge. Tubing's distal face is course and uneven. These are characteristics of blunt trauma rather than sharp instrument dissection. Complaint file indicated device functioned without problems form time it was placed (6826/1997) until non-specific complications occurred subsequent to pt falling on her shoulder and "tumbled down a flight of stairs." Explantation was performed 10/22/1997. Microscopic micrometer is used to obtain cross sectional exis lengths of elliptical distal catheter tip. One axis measures 0.122 inches; other axix is 0.057 inches. For comparison, average diameter for 8.0 fr. Tubing as established by MFR is 0.99 inches round. Elliptical orifice is consistent with damage resulting when silicone tubine is pinched between hard anatomical surfaces such as bone. Degree of flattening suggests compression had been ongoing since device placement. Complaint of subcutaneous catheter break and embolization is confirmed. Is should be recorded as user-related. Traits of break are consistent with clavilce/first rib compression fracture. This is complication associated with medial insertion of catheter in subclavian vein placing catheter between clavicle and first rib. Subsequent scissoring action of bones and/or trauma compress and fracture the catheter allowing embolization to occur. Although flattening tubing/implies tubing had been pinched over time, pt's fall down flight of stairs may have resulted in sufficient force to fracture compressed tubing. Clavicle/first rib compression is risk against which MFR warns user in its intructions for use.

Event description:
The port was placed in a heavy set woman. She fell downstairs & twisted one ankle & broke the other as she fell on her shoulder. The port was attached catheter fragment removed last week but rest of catheter could not be found on xray.